Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stent treatment procedure, a stent deployment issue occurred. Vascular access was gained via the radial artery. The 3.0x6mm, 80% stenosed, concentric and progressive target lesion was located in the mildly tortuous and moderately calcified ostial diagonal artery. A 2.75x16mm and 3.8x12mm promus element stents were implanted prior to the 3.0x8m promus element. The physician advanced the 3.0x8mm promus element and positioned it at the osital of the diagonal artery. Upon inflation of the device the stent ¿slipped¿ backward and the stent was deployed with a small section of the stent positioned in the left anterior descending (lad) artery. The stent was post-dilated with a 4.0x8mm nc quantum apex balloon. No patient complications were reported and the patient status is stable.